Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a "no disposable" alarm occurred with two different cassettes as soon as they were put on the pump. As a result the user could not get the pump to work. No patient injury was reported.